Manufacturer narrative:
(B)(4). Batch # p5510t. Device evaluation the analysis results showed that one gst60w reload was received unfired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge in addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy, when the reload was removed from the sterile package, the metal sled piece fell off of the reload. A second like device was used to complete the procedure. There were no patient consequences reported.